Manufacturer narrative:
Patient age, gender, and weight are unknown. However, it was reported the patient is over 18 years. Investigation results: visual examination of the returned device found the balloon to be torn longitudinally. The catheter was inspected and no issues were found. The investigation is consistent with the event description that the balloon burst as the balloon was torn longitudinally. The root caused of this complaint is operational context as procedural factors likely lead the balloon to burst. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. . A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a cre balloon dilatation catheter was used during a dilatation of the esophagus preformed on a patient on (B)(6), 2011 (patient age, gender, and weight are unknown). According to the complaint, during the procedure, the balloon burst when trying to inflate it to 15mm. No pieces of the balloon material detached inside the patient. There were no sharp objects in the area of dilatation. The dilatation was completed with another cre dilatation catheter. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be good.